Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that a chest CT was obtained for the patient¿s continuing low flow alarms. The CT revealed no evidence of pulmonary embolism and no evidence of twisting of the outflow tract. The CT partially imaged a left subcapsular hepatic hematoma and reflux of contrast into the inferior vena cava, suggestive of elevated right heart pressures. Cholelithiasis was also noted, and a partial gastrectomy was performed. The cause of the low flow alarms was identified as recovery of function. The lvad was defunctionalized with an amplatzer plug. The patient was noted to be stable and the plan of care was to follow the patient in the heart failure clinic. Per patient outcome, (B)(4) was explanted on (B)(6) 2019 due to recovery and the pump would not be returned. There is no product available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: correction. Although the evaluation of the submitted log files confirmed the report of low flow alarms, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported hematoma could not be conclusively established. The submitted controller event log file captured calculated low decreasing throughout the duration of the data, from values ranging between approximately 2.0 and 2.5 lpm in the beginning of the log file to values as low as 1.6 lpm near the end of the log file. Transient low flow hazard alarms were observed in the beginning of the log file, followed by a nearly persistent low flow hazard alarm from 04:09:10 am through 11:52:17 am on (B)(6) 2019, associated with calculated flow values below the low flow threshold of 2.5 lpm. Despite the low calculated flow values, the pump appeared to have functioned as intended throughout the duration of the log file. Per patient outcome, (B)(4) was explanted on (B)(6) 2019 due to recovery and the pump would not be returned. There is no product available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was reported that a chest CT was obtained for the patient¿s continuing low flow alarms. The CT revealed no evidence of pulmonary embolism and no evidence of twisting of the outflow tract. The CT partially imaged a left subcapsular hepatic hematoma and reflux of contrast into the inferior vena cava, suggestive of elevated right heart pressures. Cholelithiasis was also noted, and a partial gastrectomy was performed. The cause of the low flow alarms was identified as recovery of function. The lvad was defunctionalized with an amplatzer plug. The patient was noted to be stable and the plan of care was to follow the patient in the heart failure clinic.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient was having low flow alarms due to recovery and a chest CT was taken. The results of the CT showed a partially imaged left subcapsular hepatic hematoma. Lvad was defunctionalized due to the recovery. No additional information was provided.